Event description:
The user facility reported that the bronchoscope had been cultured and tested positive for (B)(6), and pt have tested positive as well. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report, and was informed that a total of 14 pts had bronchial washings that tested positive with (B)(6). The pts were reportedly examined with the subject device from (B)(6) 2011 to (B)(6) 2012. User facility infection control staff reportedly performed testing and cultured all equipment in the decontamination room, including the subject bronchoscope. Per the user facility's infection control department, they recovered (B)(6) only in the subject bronchoscope. The bronchoscope was removed from service. One of the examined patients was said to have been admitted to the hospital due to unrelated issues. There was no known additional treatment provided to any of the examined patients. An olympus endoscope support specialist (ess) visited the user facility to assess reprocessing practices, and provided in-service training on how to properly reprocess the device. During the visit, the ess noted no deficiencies in the reprocessing practices. During the visit, the subject device was inspected and the insertion tube was found to be crushed, and the scope failed leak testing. A leak tester at the facility was found not to be operating. A loaner leak tester was provided, and the user facility was advised to repeat leak testing of their endoscopes. The user facility will reportedly return the bronchoscope to olympus for evaluation. However, the bronchoscope has not yet been shipped by the user facility. This report is being submitted as a medical device report in an abundance of caution.